Manufacturer narrative:
Follow-up #1: date of submission 01/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings: there was no visible damage found to the keypad. All of the keypad buttons responded as expected. No buttons were found to be sticking. The keypad was removed and no damage or contamination was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up/down arrow keypad buttons reportedly was sticking. It was noted that the issue occurred 3 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.